Event description:
It was reported that the patient had MRI scan done, it had been about 29 minutes and the motor stall had not yet recovered; recovery was anticipated shortly. The pump had flow rate of about .45 ml/day. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted: 2009-(B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).